Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported being unable to obtain readings due to a "scan again in 9 hours" message received while wearing a freestyle libre 2 sensor. And replacement product was ordered. Due to a delay in delivery of replacement product, the customer was unable to monitor glucose levels and experienced a seizure and loss of consciousness. Customer was unable to self-treat and required treatment of medication by a third-party. There was no report of death or permanent injury associated with this event.